Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported undiluted etoposide (20 mg/ml) leaked at the spike. The dose was prepared and primed a few hours before the nurse pulled it out from the zip lock bag and found it leaking. No patient involvement occurred, and the was no report of harm to pharmacy or nursing staff as a result of this event.